Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the egm (electrogram) pre-storage data was missing/invalid. Episode #3028 egm episode data is invalid. Concomitant medical products: 694758 lead, implanted (B)(6) 2007; 407645 lead, implanted (B)(6) 2007. (B)(4).

Event description:
It was reported that after reviewing a remote transmission, one episode had displayed an "invalid data" message relating to the device's diagnostic storage. In addition, there was evidence of undersensing on the right atrial (ra) lead. The lead and device remain in use. No patient complications have been reported as a result of this event.